Manufacturer narrative:
The service rep verified temp sensor error and collimator pot error. He traced the problem to open wires in hv control cable. He repaired the cable, then tested system/cable at length. System functioning as intended. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07045. That number had already been submitted for model 9800 submitted on 11/8/07. We are submitting this report to replace the duplicate report number for this device.

Event description:
The customer reported, a temp sensor error and collimator pot error on the 9800 system. No pt injury.